Event description:
Potential for infection due to stopper not in place.cardinal health jackson-pratt reservoir su 130-1305 was defective. The doctor brought a defective reservoir from a patient he saw in his office. This patient had four drains/reservoirs. In doctor's office at the time of the removal of the drains, it was noted that three of the reservoirs had the yellow rubber stopper inside the reservoir. This is a safety issue due to the fact that stopper prevents flow back into the drain tube.